Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy / pregnancy(stillbirth or miscarriage)/ pregnancy: stillbirth/miscarriage'), device dislocation ('essure devices had migrated'), seizure ('neurological conditions or problems type: sudden onset seizures, seizures'), tooth extraction ('dental problems'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and cholecystectomy ('surgery(other) type of surgery: gall bladder removal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2006, (B)(6) 2008,(B)(6) 2010, (B)(6) 2013). Concurrent conditions included hepatitis, cholelithiasis and hypermenorrhea. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhoea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdominal pain") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth."). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient underwent tooth extraction (seriousness criterion medically significant) and experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagi)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression / psych injury"), urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6) 2018, the patient experienced alopecia ("hair loos") and dermatitis contact ("allergic or hypersensitivity reaction type: soap allergy"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("abnormally severe menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder /urinary tract/vaginal) type: uti,"), rash ("rash"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizziness"), vulvovaginal pain ("vagina pain") and musculoskeletal chest pain ("worst pain right in between my ribs"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with amoxicillin, cetirizine hydrochloride (benadryl allergy), cetirizine hydrochloride (zyrtec), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levetiracetam (keppra) and sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, seizure, tooth extraction, systemic lupus erythematosus, cholecystectomy, mood swings, vaginal haemorrhage, female sexual dysfunction, dermatitis contact, urinary tract infection, anxiety, depression, urticaria, rash, acne, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight decreased, abdominal pain, pelvic pain, back pain, arthralgia, fatigue, dysgeusia, weight increased, dizziness, vulvovaginal pain and musculoskeletal chest pain outcome was unknown and the device dislocation, dysmenorrhoea, menorrhagia and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, cholecystectomy, depression, dermatitis contact, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, pelvic pain, rash, seizure, systemic lupus erythematosus, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, a physician advised the essure devices had migrated. Patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Discrepancy noted as per pfs, the date you learned about ectopic pregnancy , the date was captured (B)(6) 2015, and onset date of ectopic pregnancy was (B)(6) 2016. Discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both fallopian tubes appeared occluded; in (B)(6) 2015: results: was not given any results after the test. They didn't tell me anything. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified results - bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2014: unremarkable pelvic sonogram showing normal uterine and ovarian appearance, without evidence of adnexal mass or free fluid. Endometrial thickness approximated 7mm on endovaginal scanning.; in (B)(6) 2017: pregnancy(ectopic). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, left side abdominal pain. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: musculoskeletal chest pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added from pfs- worst pain right in between my ribs. Reporter information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy / pregnancy(stillbirth or miscarriage)/ pregnancy: stillbirth/miscarriage'), device dislocation ('essure devices had migrated'), seizure ('neurological conditions or problems type: sudden onset seizures, seizures'), tooth extraction ('dental problems'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and cholecystectomy ('surgery(other) type of surgey: gall bladder removal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (20-06-2006, 20-06-2008,07-09-2010, 14-10-13). Concurrent conditions included hepatitis, cholelithiasis and hypermenorrhea. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("abnorrnally severe menstrual pain /dysmenorrhoea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdominal pain") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth."). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient underwent tooth extraction (seriousness criterion medically significant) and experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagi)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression / psych injury"), urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6) 2018, the patient experienced alopecia ("hair loos") and dermatitis contact ("allergic or hypersensitivity reaction type: soap allergy"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("abnormally severe menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder /urinarytract/vaginal) type: uti,"), rash ("rash"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizziness"), vulvovaginal pain ("vagina pain") and musculoskeletal chest pain ("wost pain right in between my ribs"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have the first episode of weight decreased ("weight loss"), weight increased ("weight gain") and the second episode of weight decreased ("weight loss"). The patient was treated with amoxicillin, cetirizine hydrochloride (benadryl allergy), cetirizine hydrochloride (zyrtec), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levetiracetam (keppra) and sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, seizure, tooth extraction, systemic lupus erythematosus, cholecystectomy, mood swings, vaginal haemorrhage, female sexual dysfunction, dermatitis contact, urinary tract infection, anxiety, depression, urticaria, rash, acne, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, abdominal pain, pelvic pain, back pain, arthralgia, fatigue, dysgeusia, weight increased, dizziness, vulvovaginal pain and musculoskeletal chest pain outcome was unknown and the device dislocation, dysmenorrhoea, menorrhagia and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, cholecystectomy, depression, dermatitis contact, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, pelvic pain, rash, seizure, systemic lupus erythematosus, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, a physician advised the essure devices had migrated. Patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Discrepancy noted as per pfs, the date you learned about ectopic pregnancy , the date was captured (B)(6) 2015, and onset date of ectopic pregnancy was (B)(6) 2016 and (B)(6) 2016. Discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both fallopian tubes appeared occluded; in (B)(6) 2015: results: was not given any results after the test. They didn't tell me anything.. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified results - bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2014: unremarkable pelvic sonogram showing normal uterine and ovarian appearance, without evidence of adnexal mass or free fluid. Endometrial thickness approximated 7mm on endovaginal scanning.; in (B)(6) 2017: pregnancy(ectopic). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, left side abdominal pain. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: musculoskeletal chest pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added- weight loss based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy / pregnancy(stillbirth or miscarriage)/ pregnancy: stillbirth/miscarriage'), device dislocation ('essure devices had migrated'), seizure ('neurological conditions or problems type: sudden onset seizures, seizures'), tooth extraction ('dental problems'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and cholecystectomy ('surgery(other) type of surgery: gall bladder removal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (B)(6)2006, (B)(6)2008,(B)(6)2010, (B)(6)13). Concurrent conditions included hepatitis, cholelithiasis and hypermenorrhea. On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced nausea ("nausea"). In (B)(6)2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhoea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdominal pain") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth."). In (B)(6)2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6)2015, the patient experienced seizure (seriousness criterion medically significant). In (B)(6)2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient underwent tooth extraction (seriousness criterion medically significant) and experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagi)"). On (B)(6)2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. In (B)(6)2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression / psych injury"), urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6)2018, the patient experienced alopecia ("hair loos") and dermatitis contact ("allergic or hypersensitivity reaction type: soap allergy"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("abnormally severe menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder /urinary tract/vaginal) type: uti,"), rash ("rash"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizziness") and vulvovaginal pain ("vagina pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with amoxicillin, cetirizine hydrochloride (benadryl allergy), cetirizine hydrochloride (zyrtec), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levetiracetam (keppra) and sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, seizure, tooth extraction, systemic lupus erythematosus, cholecystectomy, mood swings, vaginal haemorrhage, female sexual dysfunction, dermatitis contact, urinary tract infection, anxiety, depression, urticaria, rash, acne, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight decreased, abdominal pain, pelvic pain, back pain, arthralgia, fatigue, dysgeusia, weight increased, dizziness and vulvovaginal pain outcome was unknown and the device dislocation, dysmenorrhoea, menorrhagia and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, cholecystectomy, depression, dermatitis contact, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, seizure, systemic lupus erythematosus, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6)2016, a physician advised the essure devices had migrated. Patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Discrepancy noted as per pfs, the date you learned about ectopic pregnancy , the date was captured (B)(6)2015, and onset date of ectopic pregnancy was (B)(6)2016 and (B)(6)2016. Discrepancy noted in essure insertion date- (B)(6)2014 and (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: both fallopian tubes appeared occluded; in (B)(6)2015: results: was not given any results after the test. They didn't tell me anything.. Imaging procedure - on (B)(6)2014: essure confirmation test-not specified results - bilateral occlusion.. Ultrasound pelvis - on (B)(6)2014: unremarkable pelvic sonogram showing normal uterine and ovarian appearance, without evidence of adnexal mass or free fluid. Endometrial thickness approximated 7mm on endovaginal scanning.; in (B)(6)2017: pregnancy(ectopic). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, left side abdominal pain. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Event: dizziness, vaginal pain. Were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy / pregnancy(stillbirth or miscarriage)/ pregnancy: stillbirth/miscarriage'), device dislocation ('essure devices had migrated'), tooth extraction ('dental problems'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and cholecystectomy ('surgery(other) type of surgey: gall bladder removal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2006, (B)(6) 2008,(B)(6) 2010, (B)(6) 2013). Concurrent conditions included hepatitis, cholelithiasis and hypermenorrhea. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("abnorrnally severe menstrual pain /dysmenorrhoea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdominal pain") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth."). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6) 2015, the patient experienced seizure ("neurological conditions or problems type: sudden onset seizures, seizures"). In june 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient underwent tooth extraction (seriousness criterion medically significant) and experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagi)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression / psych injury"), urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6) 2018, the patient experienced alopecia ("hair loos") and dermatitis contact ("allergic or hypersensitivity reaction type: soap allergy"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune disease"), menorrhagia ("abnormally severe menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder /urinarytract/vaginal) type: uti,"), rash ("rash"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizziness"), vulvovaginal pain ("vagina pain") and musculoskeletal chest pain ("wost pain right in between my ribs"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have the first episode of weight decreased ("weight loss"), weight increased ("weight gain") and the second episode of weight decreased ("weight loss"). The patient was treated with amoxicillin, cetirizine hydrochloride (benadryl allergy), cetirizine hydrochloride (zyrtec), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levetiracetam (keppra), sertraline hydrochloride (zoloft) and surgically removed 7 of my top row of teeth. Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, autoimmune disorder, seizure, tooth extraction, systemic lupus erythematosus, cholecystectomy, mood swings, vaginal haemorrhage, female sexual dysfunction, dermatitis contact, urinary tract infection, anxiety, depression, urticaria, rash, acne, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, abdominal pain, pelvic pain, back pain, arthralgia, fatigue, dysgeusia, weight increased, dizziness, vulvovaginal pain and musculoskeletal chest pain outcome was unknown and the device dislocation, dysmenorrhoea, menorrhagia and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, cholecystectomy, depression, dermatitis contact, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, pelvic pain, rash, seizure, systemic lupus erythematosus, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, a physician advised the essure devices had migrated. Patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Discrepancy noted as per pfs, the date you learned about ectopic pregnancy , the date was captured (B)(6) 2015, and onset date of ectopic pregnancy was (B)(6) 2016 and (B)(6) 2016. Discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both fallopian tubes appeared occluded; in april 2015: results: was not given any results after the test. They didn't tell me anything.. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified results - bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2014: unremarkable pelvic sonogram showing normal uterine and ovarian appearance, without evidence of adnexal mass or free fluid. Endometrial thickness approximated 7mm on endovaginal scanning.; in (B)(6) 2017: pregnancy(ectopic). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, left side abdominal pain. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: musculoskeletal chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New event autoimmune disease was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy / pregnancy(stillbirth or miscarriage)/ pregnancy: stillbirth/miscarriage'), device dislocation ('essure devices had migrated'), tooth extraction ('dental problems'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and cholecystectomy ('surgery(other) type of surgery: gall bladder removal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (20-06-2006, 20-06-2008,07-09-2010, 14-10-13). Concurrent conditions included hepatitis, cholelithiasis and hypermenorrhea. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhoea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdominal pain") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth."). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6) 2015, the patient experienced seizure ("neurological conditions or problems type: sudden onset seizures, seizures"). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient underwent tooth extraction (seriousness criterion medically significant) and experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagi)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression / psych injury"), urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6) 2018, the patient experienced alopecia ("hair loos") and dermatitis contact ("allergic or hypersensitivity reaction type: soap allergy"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), menorrhagia ("abnormally severe menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder /urinary tract/vaginal) type: uti,"), rash ("rash"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizziness"), vulvovaginal pain ("vagina pain") and musculoskeletal chest pain ("worst pain right in between my ribs"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have the first episode of weight decreased ("weight loss"), weight increased ("weight gain") and the second episode of weight decreased ("weight loss"). The patient was treated with amoxicillin, cetirizine hydrochloride (benadryl allergy), cetirizine hydrochloride (zyrtec), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levetiracetam (keppra), sertraline hydrochloride (zoloft), surgery (salpingectomy) and surgically removed 7 of my top row of teeth. Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, autoimmune disorder, seizure, tooth extraction, systemic lupus erythematosus, cholecystectomy, mood swings, vaginal haemorrhage, female sexual dysfunction, dermatitis contact, urinary tract infection, anxiety, depression, urticaria, rash, acne, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, abdominal pain, pelvic pain, back pain, arthralgia, fatigue, dysgeusia, weight increased, dizziness, vulvovaginal pain and musculoskeletal chest pain outcome was unknown and the device dislocation, dysmenorrhoea, menorrhagia and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, cholecystectomy, depression, dermatitis contact, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, pelvic pain, rash, seizure, systemic lupus erythematosus, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, a physician advised the essure devices had migrated. Patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Discrepancy noted as per pfs, the date you learned about ectopic pregnancy , the date was captured (B)(6) 2015, and onset date of ectopic pregnancy was (B)(6) 2016 and (B)(6) 2016. Discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both fallopian tubes appeared occluded; in (B)(6) 2015: results: was not given any results after the test. They didn't tell me anything.. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified. Results - bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2014: unremarkable pelvic sonogram showing normal uterine and ovarian appearance, without evidence of adnexal mass or free fluid. Endometrial thickness approximated 7mm on endovaginal scanning.; in (B)(6) 2017: pregnancy(ectopic). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, left side abdominal pain. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: musculoskeletal chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy / pregnancy(stillbirth or miscarriage)/ pregnancy: stillbirth/miscarriage'), device dislocation ('essure devices had migrated'), seizure ('neurological conditions or problems type: sudden onset seizures, seizures'), tooth extraction ('dental problems'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and cholecystectomy ('surgery(other) type of surgey: gall bladder removal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2006, (B)(6) 2008,(B)(6) 2010, (B)(6) 2013). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("abnorrnally severe menstrual pain /dysmenorrhoea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdominal pain") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth."). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In july 2015, the patient experienced vaginal discharge ("vaginal discharge"). In august 2015, the patient underwent tooth extraction (seriousness criterion medically significant) and experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagi)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression / psych injury"), urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6) 2018, the patient experienced alopecia ("hair loos") and dermatitis contact ("allergic or hypersensitivity reaction type: soap allergy"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("abnormally severe menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder /urinarytract/vaginal) type: uti,"), rash ("rash"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have weight decreased ("weight loss") and weight increased ("weight gain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with amoxicillin, cetirizine hydrochloride (benadryl allergy), cetirizine hydrochloride (zyrtec), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levetiracetam (keppra) and sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, seizure, tooth extraction, systemic lupus erythematosus, mood swings, vaginal haemorrhage, female sexual dysfunction, dermatitis contact, urinary tract infection, anxiety, depression, urticaria, rash, acne, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight decreased, abdominal pain, pelvic pain, back pain, arthralgia, fatigue, dysgeusia, cholecystectomy and weight increased outcome was unknown and the device dislocation, dysmenorrhoea, menorrhagia and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, cholecystectomy, depression, dermatitis contact, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, seizure, systemic lupus erythematosus, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, a physician advised the essure devices had migrated. Patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms.discrepancy noted as per pfs, the date you learned about ectopic pregnancy , the date was captured (B)(6) 2015, and onset date of ectopic pregnancy was (B)(6) 2016.discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - in (B)(6) 2015: results: was not given any results after the test. They didn't tell me anything.imaging procedure - on (B)(6) 2014: essure confirmation test-not specifiedresults - bilateral occlusion.ultrasound pelvis - in (B)(6) 2017: pregnancy(ectopic). Most recent follow-up information incorporated above includes:on 10-sep-2019: plaintiff fact sheet and medical record was received. Events added from pfs- weight gain. Reporter information, lab data were added. Essure insertion date were updated.incident:no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy / pregnancy(stillbirth or miscarriage)'), device dislocation ('essure devices had migrated'), seizure ('neurological conditions or problems type: sudden onset seizures, seizures'), tooth extraction ('dental problems'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and cholecystectomy ('surgery(other) type of surgery: gall bladder removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 4 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhoea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdominal pain") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth."). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("joints pain"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient underwent tooth extraction (seriousness criterion medically significant) and experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6) 2018, the patient experienced alopecia ("hair loos") and dermatitis contact ("allergic or hypersensitivity reaction type: soap allergy"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("abnormally severe menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder /urinary tract/vaginal) type: uti,"), rash ("rash"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have weight decreased ("weight loss") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with amoxicillin, cetirizine hydrochloride (benadryl allergy), cetirizine hydrochloride (zyrtec), hydrocodone bitartrate; paracetamol (norco), ibuprofen, levetiracetam (keppra) and sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, seizure, tooth extraction, systemic lupus erythematosus, mood swings, vaginal haemorrhage, female sexual dysfunction, dermatitis contact, urinary tract infection, anxiety, depression, urticaria, rash, acne, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight decreased, abdominal pain, pelvic pain, back pain, arthralgia, fatigue, dysgeusia and cholecystectomy outcome was unknown and the device dislocation, dysmenorrhoea, menorrhagia and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, cholecystectomy, depression, dermatitis contact, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, seizure, systemic lupus erythematosus, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, a physician advised the essure devices had migrated. Patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Discrepancy noted as per pfs, the date you learned about ectopic pregnancy , the date was captured (B)(6) 2015, and onset date of ectopic pregnancy was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: was not given any results after the test. They didn't tell me anything. Ultrasound pelvis - in (B)(6) 2017: pregnancy(ectopic). Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received. Reporter's information was added. Patient's demographics was added. Added event mood swings, abnormal bleeding(vaginal), pregnancy (ectopic), abortion of ectopic pregnancy / pregnancy(stillbirth or miscarriage), soap allergy, uti, anxiety, depression, lupus, hives, rash, acne, migraines, headaches, nausea, dental problems: tooth removed, sudden onset seizures/ seizures, nickel allergy, gallbladder removal, dyspareunia (painful sexual intercourse), abdominal pain, back pain, pelvic pain, joints pain, vaginal discharge, weight loss, fatigue, metallic taste in mouth, device ineffective, apareunia (inability to have sexual intercourse). Historical drug, historical condition, treatment drug was, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.